Event description:
The manufacturer received information a trilogy evo device was placed in stand-by mode when the patient went to the bathroom. When the device was used again, the customer alleged a ventilator inoperative condition had occurred on the device. The customer placed the patient onto another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes e-155 (flow sensor) in the device¿s event log. The manufacturer¿s service technician replaced the device's flow sensor to address the issue. After replacing the part on the device, the manufacturer¿s service technician performed the final and run-in tests along with the battery and valve checks. The manufacturer¿s service technician confirmed the device was operational and cleaned it.